Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "a revision surgery was planned to be performed on (B)(6) 2026, using the blueprint planning feature (case ID: (B)(6)).